Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2 syringes of skinvive¿ by juvéderm® into the cheek and bucklehollows. About 2 and a half months later, patient was injected with 2 syringes of juvéderm¿ voluma¿ with lidocaine(0.8mls into the right cheek, 0.5mls into the jw2, 0.3mls into the left cheek and 0.4mls into the left bucklehollow). The next day, patient reported some inflamed red sore spots on the right side of the cheek. Patient was fine physically with no fever, fatigue or malaise. The face was just swollen and hard. Patient was advised to go to an urgent care clinic and event was managed there with treatment. About 10 days after onset, patient sent an updated photograph which the healthcare professional called a "cyst looking lesion" on the right side of the face. Patient saw a treating healthcare professional three days later who did not believe the event to be significant, speculating "likely ingrown hairs" and prescribed the patient with 150mg clindamycin 4 times a day and ibuprofen prn. Patient would have 4 separate visits with their dermatologist over the next, in which prednisone was injected and three of the lesions were lanced. An ultrasound was done noting hypoechoic areas consistent with dermal filler, with inflammation around areas and mild blood flow which indicated ¿possibility of a superimposed infection¿. The patient followed up with the dermatologist 4 more additional times for steroid injections. A biopsy was conducted which was positive for neutrophils and 2+ epithelial cells. No bacteria present. Blood work was also done and was normal. Two days after the ultrasound, the patient saw the injecting institution and had fluid draining. There was also redness on the left side. Patient was injected with 9mls of a mixture of hyaluronidase and normal saline. The next day, patient's face felt swollen all over and the "lumps were now all hard". The next day, the left side of the face now had visible lumps begin to raise to the surface. The areas seemed to be red, sore, swollen, and warm fluid filler. The next day, patient went to a treating healthcare professional for a sample to be taken, results pending. Patient is taking advil and tylenol. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the suspect product. This emdr is being submitted for the suspect product, skinvive¿ by juvéderm®.